Event description:
Patient's peripherally inserted central catheter (PICC) appeared damaged and was leaking fluid while in patient. After catheter removal, product was tested: fluid leaked from under the hub.